Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous low blood glucose (bg 45-50 mg/dl) and food was consumed to address bg. Customer reported pump basal rate setting was too high and adjusted the setting. Customer's current bg was 200 mg/dl.